Event description:
It was reported that pump touchscreen was cracked and later noted that screen remained broken and black even though pump started when plugged in. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump, original pump was being returned for evaluation, and no additional information was received regarding any further actions or outcomes.